Manufacturer narrative:
A replacement power supply was purchased by the customer. In follow up with the customer, she stated that the power cord had exposed wires and sparked. Customer confirmed no injuries were sustained as a result of the sparking. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that after her original power cord that came with the breast pump frayed she purchased a new adapter. In follow up with the customer she stated that the wires on the cord were exposed and had sparked.